Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported for general instruments." And it also states, "instruments that have experienced extensive use or excessive force are susceptible to fracture."

Event description:
During a left reverse shoulder arthroplasty, the clamping arm fractured off of the glenosphere forceps. This fractured piece fell into the patient's wound and had to be removed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Product was visually examined. One of the four prongs has fractured; therefore, the complaint is confirmed. Review of the device history records and supplier cert indicates the product was released from zimmer biomet control conforming. This device is used for treatment. It is likely the instrument failed due to excessive force; however, it was also relayed that the proper surgical technique was used. Based on this information, the root cause cannot be determined.